Manufacturer narrative:
Terumo has not rec'd the actual device for eval; however, terumo is still investigation this issue, and will be submitting a f/u report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump was leaking from the bottom. The product was changed out. No pt involvement as this occurred during prime. The surgery was completely successfully.